Event description:
Complainant alleged that during functional testing, the device displayed a"self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, due to fluid ingress found inside the manifold the investigation was deemed compromised and root cause evaluation could not be performed. The manifold, smart pneumatic module board, and compressor were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.